Event description:
Describe event or problem: suspected deflation.

Event description:
Deflation of right breast. Bilateral breast implant exchnage with another brand due to hutchison ide status. Initial use of device unknown.